Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from the wrist of the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. At the time of the event the surgeon was attempting to go around a large fundal fibroid with the wrist of the instrument at an acute angle. The tip cover was replaced and the procedure continued, however, arcing was observed each time the acute angle was made with the mcs instrument affecting two additional tip covers. The mcs instrument was checked for burrs by the surgical staff and was found to be within specification. The case was successfully completed. No patient harm or adverse outcome was reported. Please also see MDR 2955842-2010-00244 and 2955842-2010-00245.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, the tip cover was returned with a holes burned though the silicone. The silicone exhibits localized melting around the hole which indicates that an arcing event occurred. There is a dark material embedded in the silicone located next to the hole. Roughly 90 degrees from the hole, the silicone has a small tear in the axial direction.